Event description:
Reporter stated that pt obtained back-to-back blood glucose results of 339 mg/dl and 138 mg/dl, while using the suspect device. Reporter did not indicate if any action was taken based on these values. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.